Event description:
It was reported that the patient experienced a dissection, requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, a dissection was identified after arterial sheath placement. The artery was opened, and a patch was used to fix the dissection. Approximately 12 hours post procedure, a hematoma was identified and the patient experienced a stroke. As a result, the patient was admitted to the hospital beyond the standard of care. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced a dissection, requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, a dissection was identified after arterial sheath placement. The artery was opened, and a patch was used to fix the dissection. Approximately 12 hours post procedure, a hematoma was identified and the patient experienced a stroke. As a result, the patient was admitted to the hospital beyond the standard of care. No further information was provided to boston scientific.